Event description:
Information was received that device keeps alarming "air in line detected". It was reported the additional information requested is not known.

Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis due to an air in line alarm. A fluid filled cassette was attached to the pump, testing could not be completed due to air in line alarm displaying. The air detector was the cause of the issue and will be replaced to resolve issue.